Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer continued to use the existing cartridge. There was no reported impact to the customer¿s blood glucose.